Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe, the device experienced the plunger rod being broken or damaged. The following information was provided by the initial reporter. The customer stated: during the preparation of a paclitaxel-based chemotherapy (very thick product), the plunger of the 30ml syringe literally came apart. The cytotoxic agent spilled on the bench and splashed on the nurse.

Manufacturer narrative:
Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2103100 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual inspections throughout the manufacturing process, inspection results were reviewed for the reported lot and no issues were identified. When a high-density liquid is pulled up at a high speed, too much force may have been applied to the device forcing the plunger to disassemble. Syringe is designed with retention rings and stopper sized to assure functionality, avoid disassembly of the product, and permit an automated assembly of the plunger and the barrel. An excessive force applied, may result in disassembling the product. Since manufacturing record established that all production and quality processes were carried out normally, possible root cause of the non-conformance is related to the handling of the device. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe, the device experienced the plunger rod being broken or damaged. The following information was provided by the initial reporter. The customer stated: during the preparation of a paclitaxel-based chemotherapy (very thick product), the plunger of the 30ml syringe literally came apart. The cytotoxic agent spilled on the bench and splashed on the nurse.